Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot# va1s2vr, implanted: (B)(6) 2018, product type: lead. Product ID: 3387s-40, lot# va1s2vr, implanted: (B)(6) 2018, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Product ID: 3387s-40, lot# va1myq4, implanted: (B)(6) 2018, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the balance issues after programming were not determined, and there were not actions taken yet as the patient had yet to see the managing physician since the issue. The issue has not resolved. There were no further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot#: va1s2vr, implanted: (B)(6) 2018, product type: lead; product ID: 3387s-40, lot# va1s2vr, implanted: (B)(6) 2018, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2018, product type: extension; product ID: 3387s-40, lot#: va1myq4, implanted: (B)(6) 2018, product type: lead; product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 21-mar-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 10-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for an unknown dbs therapy it was reported that the rep had gotten a text from the patient. It stated they were not able to contact their friend/family member so they were texting the rep with a question. The patient was wondering how long after bilateral dbs would it take to recover? They had not been steady enough to leave their apartment since the programming. They kept trying everything, diet, exercise, moving around, fluids, but nothing seemed to help. It was getting rough. They were hoping they would be able to do some things after the last procedure but it did not seem possible. They were living by themselves in the apartment. It was recommended that the patient saw their physician. The issue was not resolved. There were no further complications reported.